Manufacturer narrative:
Device was used for treatment, not diagnosis additional complaint code: hwc. Device is not distributed in the united states, but similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows; during surgery on (B)(6) 2014, pfna was used for an intertrochanteric femoral fracture case. After insertion of the blade, the surgeon tried to lock it, but it spun around and couldn't be locked. He removed the blade and re-connected with the impactor, and tried again, but it spun around. Alternatively, by using scrdriver-hex-cann ø6.5+7.3 (994.000), the gap between the blade part and the shaft part was closed and the blade was locked. There was a 10 minute surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.